Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "operating table could not be moved" could confirmed during the inspection. It was identified that a drive motor had a defect and the remote control was defect as well. Both were replaced and the device is working as intended. Based on this, not further action is necessary.

Event description:
The customer reported they were unable to level the table or go into trend mode. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the operating table trusystem 7000. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported they were unable to level the table or go into trend mode. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).